Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-17295, related manufacturer reference number: 2017865-2022-17297. It was reported that a patient presented in-clinic for a left ventricular (lv) lead removal procedure. Prior examination of this lead revealed high capture thresholds. The lv lead was explanted and replaced on (B)(6) 2022. Following this procedure, the replacement lv lead was found to have dislodged, which resulted in muscle stimulation. Additionally, the patient's pacemaker was found to be in telemetry lockout following the lead revision procedure on (B)(6) 2022, with physician user concern regarding the device. The patient's device and lv lead were explanted on (B)(6) 2022. The pacemaker was replaced but it is unknown if the lv lead was replaced. The patient was reported to be stable throughout the intervention process.

Manufacturer narrative:
The reported event of telemetry lockout was confirmed. The reported event of user concern could not be confirmed. Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Radio frequency telemetry could be enabled and disabled with no issue. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.